Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced persistent hyperglycemia with glucose values exceeding 400 mg/dl for more than 24 hours, with a livongo meter reading above 600 mg/dl. The patient changed the cleo infusion set four times within two days. During troubleshooting, the patient removed the cleo and observed that the cannula was bent. The patient administered 12 units of insulin subcutaneously. There was a patient involvement and there were no additional adverse consequences.